Event description:
It was reported that during a case the micro sagittal saw continued to run when the trigger was no longer activated. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
This follow-up is being filed to correct the serial number.

Event description:
It was reported that during a case the micro sagittal saw continued to run when the trigger was no longer activated. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Device has not been received yet.